Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert. Upon checking the patient in office, an alert showed high atrial lead impedance with the patient notifier. There was also an atrial lead noise reversion alert. Mode switch episodes recorded also appeared to be from noise. The patient was stable, and will continue to be monitored.